Event description:
A distributor in (B)(4) reported that the heater wire pin of an rt105 adult inspiratory heated breathing circuit was "bent" and could not be connected to the heater wire adaptor. This was found prior to patient use.

Event description:
A distributor in (B)(6) reported that the heater wire pin of an rt105 adult inspiratory heated breathing circuit was "bent" and could not be connected to the heater wire adaptor. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory limb of the complaint breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4) for investigation. The pins on the inspiratory limb of the complaint device were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the heater wire pins of the inspiratory limb with the heater wire adaptor was not achieved. One of the heater wire pins on the inspiratory limb was found to be bent. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. (B)(4).

Manufacturer narrative:
(B)(4). The rt105 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently endeavouring to retrieve the complaint device. We will send a follow up report upon completion of our investigation.